Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead dislodged. The lead was explanted and replaced. The patient was stable prior to and following the procedure.